Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause was not known. Bg value not provided. The customer went to the emergency room and was subsequently hospitalized, however, the specific date could not be recalled by the customer. Bg was treated with a glucagon injection. The customer reported that they were release around (B)(6) 2026 but could not recall the exact date. Treatment resolved the issue and the customer had no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.